Event description:
It was reported that the patient developed a hematoma/seroma at the pocket site. The patient was hospitalized for 11 days. The subcutaneous fluid was drained and cefepime and flagyl antibiotics were administered.